Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage /some portion of the essure device left both in the right and left cornua'), fallopian tube perforation ('perforation fallopian tubes'), uterine perforation ('she told me the coils went through my uterus and my cervix/ malposition of essure device location of device: uterus/ migration of essure device location of device: uterus/ expulsion of essure device'), pregnancy with contraceptive device ('pregnant with essure micro-insert') and menorrhagia ('menorrhagia') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included stomach pain. Essure confirmation test: 2009-dye injected. Concurrent conditions included gastrointestinal disorder and bladder disorder. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced bladder disorder ("bladder probs") and urinary tract disorder ("urinary probs"). In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 8 years 9 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), pelvic pain ("pelvic pain /chronic,"), dysmenorrhoea ("dysmenorrhoea"), metrorrhagia ("metorhagia"), dermatitis allergic ("allergy rash/skin condition"), abdominal pain ("abdominal pain"), vaginal infection ("vag. Infect"), cystitis ("bladder infect"), urinary tract infection ("uti,"), vaginal discharge ("vag. Discharge,"), headache ("headaches,"), migraine ("m igrai ne"), alopecia ("hair loss"), nausea ("nausea,"), iron deficiency anaemia ("anemia"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), underwent caesarean section ("had c section because baby turned") and cholecystectomy ("gallbladder out") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, salpingectomy (bilateral removal of fallopian tubes),removal of spring and salpingectomy (bilateral removal of fallopian tubes),removal of spring and fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, caesarean section, cholecystectomy, back pain, female sexual dysfunction, weight increased, pelvic pain, dysmenorrhoea, metrorrhagia, dermatitis allergic, abdominal pain, bladder disorder, urinary tract disorder, vaginal infection, cystitis, urinary tract infection, vaginal discharge, headache, migraine, alopecia, nausea, iron deficiency anaemia and fatigue outcome was unknown, the menorrhagia and vaginal haemorrhage was resolving, the abdominal pain upper had not resolved and the dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, bladder disorder, caesarean section, cholecystectomy, cystitis, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy as per pfs date(s) of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received. Reporter's information was added. Assed event she told me the coils went through my uterus and my cervix/ malposition of essure device location of device: uterus/ migration of essure device location of device: uterus/ expulsion of essure device,abnormal bleeding (vaginal). Updated outcome of events abnormal bleeding (vaginal), dyspareunia from unknown to recovering resolving. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage /some portion of the essure device left both in the right and left cornua'), fallopian tube perforation ('perforation fallopian tubes'), uterine perforation ('she told me the coils went through my uterus and my cervix/ malposition of essure device location of device: uterus/ migration of essure device location of device: uterus/ expulsion of essure device'), pregnancy with contraceptive device ('pregnant with essure micro-insert') and menorrhagia ('menorrhagia') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included stomach pain. Essure confirmation test: 2009-dye injected. Concurrent conditions included gastrointestinal disorder and bladder disorder. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced bladder disorder ("bladder probs") and urinary tract disorder ("urinary probs"). In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 8 years 9 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), pelvic pain ("pelvic pain /chronic,"), dysmenorrhoea ("dysmenorrhoea"), metrorrhagia ("metorhagia"), dermatitis allergic ("allergy rash/skin condition"), abdominal pain ("abdominal pain"), vaginal infection ("vag. Infect"), cystitis ("bladder infect"), urinary tract infection ("uti,"), vaginal discharge ("vag. Discharge,"), headache ("headaches,"), migraine ("m igrai ne"), alopecia ("hair loss"), nausea ("nausea,"), iron deficiency anaemia ("anemia"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), underwent caesarean section ("had c section because baby turned") and cholecystectomy ("gallbladder out") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, salpingectomy (bilateral removal of fallopian tubes),removal of spring and salpingectomy (bilateral removal of fallopian tubes),removal of spring and fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, caesarean section, cholecystectomy, back pain, female sexual dysfunction, weight increased, pelvic pain, dysmenorrhoea, metrorrhagia, dermatitis allergic, abdominal pain, bladder disorder, urinary tract disorder, vaginal infection, cystitis, urinary tract infection, vaginal discharge, headache, migraine, alopecia, nausea, iron deficiency anaemia and fatigue outcome was unknown, the menorrhagia and vaginal haemorrhage was resolving, the abdominal pain upper had not resolved and the dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, bladder disorder, caesarean section, cholecystectomy, cystitis, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy as per pfs date(s) of insertion: (B)(6) 2009. Discrepancy noted in date of essure insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon internal review on 18-aug-2020, this case is identified as duplicate of case (B)(4). Hence this case will be deleted from bayer database. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and pregnancy with contraceptive device ('pregnant with essure micro-insert') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included stomach pain. Essure confirmation test: 2009-dye injected. Concurrent conditions included gastrointestinal disorder and bladder disorder. On (B)(6) 2009, the patient had essure inserted. In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced abdominal pain upper ("stomach pain") and underwent caesarean section ("had c section because baby turned") and cholecystectomy ("gallbladder out"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), removal of spring and fallopian tubes). Essure was removed in 2017. At the time of the report, the device breakage, pregnancy with contraceptive device, caesarean section and cholecystectomy outcome was unknown and the abdominal pain upper had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6)2016. The reporter considered abdominal pain upper, caesarean section, cholecystectomy, device breakage and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs received. Reporters information updated. Event: injury were updated to device breakage. New events:gallbladder out, baby turned, pregnancy with essure, device ineffective,pain: stomach pain .outcome of event were updated to not recovered: stomach pain. Medical history were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation fallopian tubes'), pregnancy with contraceptive device ('pregnant with essure micro-insert') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included stomach pain. Essure confirmation test: 2009-dye injected. Concurrent conditions included gastrointestinal disorder and bladder disorder. On (B)(6) 2009, the patient had essure inserted. In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), pelvic pain ("pelvic pain /chronic,"), dysmenorrhoea ("dysmenorrhoea"), metrorrhagia ("menorrhagia"), dermatitis allergic ("allergy rash/skin condition"), abdominal pain ("abdominal pain"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), vaginal infection ("vag. Infect"), cystitis ("bladder infect"), urinary tract infection ("uti,"), vaginal discharge ("vag. Discharge,"), headache ("headaches,"), migraine ("migraine"), alopecia ("hair loss"), nausea ("nausea,"), iron deficiency anaemia ("anemia") and fatigue ("fatigue"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), underwent caesarean section ("had c section because baby turned") and cholecystectomy ("gallbladder out") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),removal of spring and salpingectomy (bilateral removal of fallopian tubes),removal of spring and fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, pregnancy with contraceptive device, menorrhagia, caesarean section, cholecystectomy, back pain, female sexual dysfunction, dyspareunia, weight increased, pelvic pain, dysmenorrhoea, metrorrhagia, dermatitis allergic, abdominal pain, bladder disorder, urinary tract disorder, vaginal infection, cystitis, urinary tract infection, vaginal discharge, headache, migraine, alopecia, nausea, iron deficiency anaemia and fatigue outcome was unknown and the abdominal pain upper had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, bladder disorder, caesarean section, cholecystectomy, cystitis, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) result - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation fallopian tubes'), pregnancy with contraceptive device ('pregnant with essure micro-insert') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included stomach pain. Essure confirmation test: 2009-dye injected. Concurrent conditions included gastrointestinal disorder and bladder disorder. On (B)(6) 2009, the patient had essure inserted. In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), pelvic pain ("pelvic pain /chronic,"), dysmenorrhoea ("dysmenorrhoea"), metrorrhagia ("metorhagia"), dermatitis allergic ("allergy rash/skin condition"), abdominal pain ("abdominal pain"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), vaginal infection ("vag. Infect"), cystitis ("bladder infect"), urinary tract infection ("uti,"), vaginal discharge ("vag. Discharge,"), headache ("headaches,"), migraine ("m igrai ne"), alopecia ("hair loss"), nausea ("nausea,"), iron deficiency anaemia ("anemia") and fatigue ("fatigue"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), underwent caesarean section ("had c section because baby turned") and cholecystectomy ("gallbladder out") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),removal of spring ). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, pregnancy with contraceptive device, menorrhagia, caesarean section, cholecystectomy, back pain, female sexual dysfunction, dyspareunia, weight increased, pelvic pain, dysmenorrhoea, metrorrhagia, dermatitis allergic, abdominal pain, bladder disorder, urinary tract disorder, vaginal infection, cystitis, urinary tract infection, vaginal discharge, headache, migraine, alopecia, nausea, iron deficiency anaemia and fatigue outcome was unknown and the abdominal pain upper had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, bladder disorder, caesarean section, cholecystectomy, cystitis, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) result - bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received : events added-apareunia, dyspareunia (painful sexual intercourse), back pain, chronic, dysmennorhea, abdominal pain, pelvic pain, menorrhagia (heavy menstrual bleeding), metrorhagia, anemia, allergic rash, fallopian tubes perforation, bladder problem. Urinary problem, vaginal infection., bladder infection, uti, vaginal discharge, headaches, migraine, fatigue, hair loss, nausea, weight gain. Reporter added, lab data added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.